Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was unknown. The cause and outcome of the event was unknown. No additional information is available. This is report 3 of 3.